Event description:
It was reported that an arteriotomy closure of a non calcified common femoral artery was attempted using a starclose se device after a percutaneous transluminal iliac angioplasty procedure. Reportedly, the starclose se device would not go into the sheath. A second starclose se was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the device found that is was partially deployed and the exchange sheath assembly was not returned, limiting the scope of the investigation. There was no detected device handle damage or anomaly to prevent the installation of the exchange sheath onto the starclose device. Examination of the cutter detected a damaged top edge, consistent with contact of the exchange sheath hub, a user technique issue. However, because the exchange sheath was not returned, it could not be confirmed the damage was due to cutter to hub contact. The device was reset to its as shipped pre-deployed configuration for exchange sheath installation testing using a proxy exchange sheath. The test was successful with the proxy exchange sheath fully installing onto the starclose device and the distinctive click heard indicating the hub was locked into the device handle. The cutter made the initial slit in the sheath. Based on the inspection and testing of the returned device the reported event is not verified. During manufacturing, the lot is visually inspected for proper cutter orientation and absence of damage. Operator technique may have played a significant role in this event. During installation of the exchange sheath onto the starclose device the proximal end of the exchange sheath hub may have come intact with the cutter leaving the detected witness mark on the cutter and prevented the installation of the hub to the device. Based on the investigation there was no product or product lot quality deficiency and the cause for the reported event and detected cutter damage is undetermined. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database revealed no similar incidents. There does not appear to be an indication of a product quality deficiency.